Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and pump was suspended for two hours. The customer's blood glucose level was 500 mg/dl. The customer's current blood glucose level was 499 mg/dl. The customer's other blood glucose value was 226 mg/dl and sensor glucose level was 57 mg/dl. The customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.